Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The clinic has reportedly not heard from the recipient and believes that the recipient resumed device use. The clinic will continue to monitor the recipient per protocol. This is the final report.

Event description:
The recipient reportedly experienced skin irritation at the implant site. The recipient's headpiece magnet strength was reduced. The doctor recommended a period of device non-use and topical and oral antibiotics.